Event description:
In 2009, the pt's wife reported that the pt received an a2 (low battery) alarm on his infusion device a few days ago an he inserted a new battery. This morning, the infusion device displayed another a2 and the pt's wife inserted a new battery and an hour later, the pt disconnected from the infusion device because it was not functioning. His blood glucose was elevated to 260 mg/dl and he bolused 5 units of insulin. At the time of the report, his blood glucose measured 146 mg/dl. His normal blood glucose range is 100-130 mg/dl. The pt's wife inserted several batteries and battery covers in the infusion device and will not power on. The device has not been dropped or exposed to water or electromagnetic fields. To troubleshoot, the pt's wife was instructed to insert a battery into the infusion device and it would not power on. She inserted the battery and battery cover into the backup infusion device and the device immediately powered on. The pt's wife was assisted in setting up the back up infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.